Event description:
The pt reported she was hospitalized on (B) (6) 2010. She stated her blood glucose measured 26.2 mmol/l (472 mg/dl) on (B) (6) 2010 and she changed all of her accessories and bolused through the infusion device, but her readings did not decrease. On the morning of (B) (6) 2010 her blood glucose measured 24 mmol/l (432 mg/dl) and she bolused 7 units of insulin. The pt's diabetes nurse later advised her to go to the hosp. She was treated with an insulin IV when she arrived at the hosp. The following day, she reconnected to the infusion device and her blood glucose elevated to 26 mmol/l (468 mg/dl). She was again treated with an insulin IV and her blood glucose decreased. She was advised to switch to her backup infusion device. No further info is available. The infusion device was replaced and requested be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.